Manufacturer narrative:
(B)(4).

Event description:
It was reported that during start-up, the ventilator generated a technical error code indicating communication error. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer confirmed the reported issue on the customer's site. The control pcb was replaced and returned for investigation. The returned control pcb was visually inspected, no defects were found. It was mounted in a reference ventilator for simulated used testing, the reported issue was reproduced. Evaluation of the device logs confirm the reported issue on (B)(6) 2017, date of event is updated accordingly. The underlying defect will cause stop of ventilation. The defect will be detected during startup and during ventilation by generated alarms and technical error codes. The conclusion in this matter is that the reported issue was caused by a hardware failure occurring on the returned control pc board, but the failing component has not been determined.

Event description:
(B)(4).